Event description:
The customer reported, "images keep blacking out, system down". There is no report of patient injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.